Manufacturer narrative:
An on-site investigation was performed by our filed service engineer. The investigation revealed that the nozzle units were damaged and replaced. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the user¿s manual for servo-I (e.g. Rev. 06) and service manual for servo-I (e.g. Rev. 10) the complete plastic nozzle unit must be replaced during preventive maintenance. When performing this maintenance, a maintenance kit 5000 hours should be used. The following parts shall be replaced and they are included in the maintenance kit: filters for the gas modules, nozzle units for the gas modules and bacteria filter for the inspiratory pressure transducer. No logs were received and the replaced nozzle units were discarded by the customer and not returned for further investigation, therefore the root cause for the failure could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).